Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included rebooting the server, wireless transceiver and the central station. Communication was reestablished.